Event description:
It was reported that the patient was presented to the emergency room in a syncopal state. Multiple instances of noise on the right ventricular lead had caused an inhibition of therapy. The noise could not be reproduced with isometrics. The lead was capped and replaced on (B)(6) 2014.